Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that customer has stomach flu which led to high blood glucose. Customer admitted to ICU. Customer has ketones. Nothing further reported.